Event description:
The hospital reported that during a pretest for an endoscopic vein harvesting procedure, the device would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient complications and the device did not contact the patient.

Manufacturer narrative:
Investigation results: after the procedure, the hospital discarded the product. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.